Manufacturer narrative:
Per (B)(4) final report. Additional information including, were any other corin implants revised, post promary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, patient medical history, did the patient follow the correct post-op protocl and an update on the patient post revision were requested in order to progress with the investigation of this event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimesnional specification at the time of manufacture. The investigation determined no device related reason for this metafix femoral neck failure. The stem was confirmed in specification as documented by the DHR. No clear root cause was determined, the IFU provides guidance to the surgeon regarding factors that may impact the product's lifetime, and warnings regarding situations which may threaten the success of the hip replacement, which includes obesity or excessive weight. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision after approximately 10 years due to fracture of the stem.

Event description:
Metafix revision after approximately 10 years due to fracture of the stem.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including, were any other corin implants revised, post promary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, patient medical history, did the patient follow the correct post-op protocl and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received will be provided in an supplemental report upon completion of the investigation. The relevant device manufacturing records will be indentified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.